Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. Cause of device not working was not determined; the hcp said the device has never worked. The hcp suggested to go to the implant hcp to determine actions/interventions for device not working. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the implant had never really worked for the patient and had been turned off. The patient reported the following day that the device had been off for quite a while because it wasn¿t really working for them and it was quite uncomfortable. The patient was redirected to their healthcare provider to discuss device removal. No further complications were reported.